Event description:
The following information as previously reported in manufacturer report # 3004209178-2013-20655: it was reported that two days prior to this report, the patient had a refill and there was trouble locating the refill septum because the pump had been moved. It was noted that they tried using 4 sizes of needles and finally used a spinal needle. At the time of the report, the patient was seeking a new hcp. The device system was used to deliver morphine. New information: it was later reported that during a pump refill on either (B)(6) 2013 the healthcare provider (hcp) had difficulties refilling the pump. The hcp used 4 needles/surgical needle. It was noted that the patient was still swollen from a pump revision that occurred on (B)(6) 2013 (please refer to manufacturer report # 3004209178-2013-20655). The physician assistant (pa) told the patient that she should not have had the revision done because it may be more comfortable but it was harder for the hcp to refill. The patient stated that the pa did not know if the spinal needle would go into the refill port and would not let the patient speak to the hcp. The patient stated that during the refill the pa ¿sprung a leak¿ in her incision and she was told to apply pressure until she got home. The incision did not leak over the weekend. The pa told the patient that he refilled the pump but the patient was not sure if ¿it went in¿. The patient stated that the pump had hurt since the refill. The thursday prior to the report the patient¿s right leg went numb from her hip over to the implant site and down. The patient stated that it started hurting and had not stopped since. The patient could not walk because it ¿pinches back of leg¿. The patient presented to the emergency room (ER) twice, on saturday and sunday, but nothing was done for the patient. The patient thought she bought tylenol for the pain but instead bought ibuprofen which she was allergic to. The patient¿s throat swelled and she could not drink water. Her face ¿broke out¿ and she went to the ER again on sunday. The patient was given an allergy band and 15 pain pills. The patient had previously taken the pain medication that she was given but the hcp had taken her off of the medication at pump implant. The patient told the ER that she could not take the medication. On sunday night the patient¿s right leg ¿gave out¿ and she fell and ¿hit herself with the coffee table and luckily it was there so she didn¿t fall all the way down¿. The patient noted that she called her hcp on sunday. On sunday night and monday the patient had stopped urinating and her bowels were not working. The patient stated that she was getting 136 oz per day of water and the day prior she got 2 oz. The patient called the 24 hour nurse line the night prior to the report and they offered to send her an ambulance but she declined. On the morning of the report the patient called her hcp and the patient was to be scheduled for magnetic resonance imaging (MRI) of her back. At the time of the report the patient stated the pain was enough to ¿make her blow her brain out¿. The patient stated that she would not hurt herself but was not sure how long she could take the pain. The patient began to cry and stated ¿they can take the doggone thing out for all I care¿.

Manufacturer narrative:
Concomitant product: product ID 8711, lot# j11510r51, implanted: (B)(6) 2003, product type catheter. (B)(4).